Manufacturer narrative:
Broken siderail assist cable.

Event description:
It was reported by service report that the right siderail was difficult to move. No pt involvement or adverse consequences are reported.